Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was not provided. The customer states the insulin pump was exposed to fluid and a blank display resulted. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop (idle) current test and run current test were in specification. No unexpected blank display anomalies, rewind anomalies, no delivery errors or no delivery alarms noted during testing. Device received with moisture damage on electronic board stack, moisture damage on motor assembly and moisture damage on force sensor resistor.